Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2024. . Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6).

Event description:
It was reported that the patient was no longer getting pain relief. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.